Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Computed tomography (CT) scan post implant has shown gel in the rectal wall and wrapped round the prostate. There were no patient complication reported as a result of these event. The patient condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.